Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® edta tubes, 5 tubes had a crack in the tube resulting in sample leakage. There were no health consequences or impacts reported.

Event description:
It was reported while using bd vacutainer® edta tubes, 5 tubes had a crack in the tube resulting in sample leakage. There were no health consequences or impacts reported.

Manufacturer narrative:
Investigation summary: photos of (B)(4) unused customer samples were submitted for investigation. The samples were evaluated by visual examination and the indicated failure mode for damaged tube with the incident lot was observed. Additionally, 90 retention samples from bd inventory were evaluated by visual examination and the issue of damaged tube was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode damaged tube. Bd determined the indicated failure mode was attributed to a molding defect commonly known as a ¿double shot.¿ it is created when a molded component does not transfer from the cavity to the core during the demolding process. The root cause for the double shot defect was found to be a temporary blockage in the water channel for cavity 15 that caused the parts to stick during cold start-up. Improvements to the process and training program are action items being addressed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.